Manufacturer narrative:
The device history record (DHR) did not show anomalies that may have caused or contributed to the reported issue. Records also demonstrate that quality system procedures were correctly followed. A cluster assessment found 2 similar or related complaints for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a weekly basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with about ten tampons. She is confident she was able to remove the remaining pieces. Consumer did not seek medical attention.